Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. The insulin pump was dropped. The drive support cap is normal. Customer stated she was trying to fill the reservoir and during prime the insulin pump doesn't ask for drops. It keeps saying to press and hold act to fill the tubing. Blood glucose value was 178 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.